Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a patient receiving subcutaneous remodulin therapy experienced infusion site infection, swelling, and pain after a site change, and later developed arm thrombosis requiring emergency evaluation. The patient also reported a suspected allergic reaction to cleo adhesive (contact dermatitis) and was taking antibiotics. The infusion site was moved to the abdomen, and the patient was receiving anticoagulant therapy with follow-up planned. The event occurred during use by the patient and there was patient harm.